Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported issue. (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol). The patient reported "not seeing well". Additional information has been requested.